Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as onset, the patient was treated with vancomycin injection (1gm, ongoing) for peritonitis. Two days after the event onset, the patient was hospitalized for the event. Twelve days after the event onset, the patient was discharged from being hospitalized. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.